Event description:
It was reported that the tip of a 4mm round coarse diamond transnasal bur ¿came off¿ intraoperatively during a trans-nasal endoscopic sinus procedure on a (B)(6), male patient, weighing (B)(6). The tip was successfully recovered with no additional procedures and another bur was used to complete the case with no further problems. There was no patient impact or injury reported as a result of this event.

Manufacturer narrative:
(B)(4): in response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): the tip broke and became detached. The portion that broke off measured 0.724¿ from tip to break. When viewed under magnification, there were circular patterns in the break which most likely indicates an excess torsional load is responsible for the breakage. The distal end of the outer tube had scratches and gouging. The information indicates the break occurred as the result of some type of mishandling. Result: stress problem. (B)(4). This device is used for therapeutic purposes.